Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was due to an unspecified leak in the disposable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice pro during use. The patient was connected. The baxter technical service representative (tsr) had the patient go to the alarm log to check on the other alarms. The patient stated, there was a se 2240 showing. The patient stated, there was water on the floor but had no idea where it came from. The patient stated, there were no leaks in the bags that he could see and that none of the lines had come apart. The patient stated, he was sound asleep and had no idea where in therapy he was or where the water came from. The patient would do continuous ambulatory peritoneal dialysis that night and would call the nurse in the morning. The tsr reviewed the proper procedure per the user manual with the patient and offered assistance ending therapy, but the patient stated, he could end therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated that he detected leaking but could not tell where it was coming from. The patient stated, he did not notice any visible damage or abnormalities with the supplies in use. The patient stated, he spoke with his nurse about the alarms and had been continuing therapy successfully with the new machine. There was no patient injury or medical intervention reported.